Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no pacing output during the implant procedure. The physician elected to implant another ipg.